Event description:
It was reported that pump experienced malfunction code 16 that could not be reset, with no notable events occurring before the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump, confirmed it was under warranty, and instructed customer to place malfunctioning pump in storage mode, return it within 10 days using provided materials, and then program pump settings and reconnect continuous glucose monitor on replacement pump.